Manufacturer narrative:
There was no patient affected. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t displayed multiple error codes on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative contacted the customer, who services their own equipment. They replaced the cpu board to solve the issue, however following the replacement several additional error codes were displayed. These errors were resolved when the frequency was changed back to us standards (60hz). Following this correction, the unit displayed temperature errors. The service representative advised the customer to calibrate all the tank temperatures to resolve the temperature errors. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed multiple error codes on the patient side during a procedure. There was no report of patient injury.